Event description:
It was reported the act button had frequent or intermittent response. The insulin pump was not dropped or exposed to moisture. Keypad event occurred during normal use. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked connector and or lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, scratched reservoir tube window, stained end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.